Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels ranging from 48 to under 70 (mg/dl). Customer was unsure of the cause; however, the endocrinologist stated that the customer's diabetes was difficult to manage. Additionally, during one occurrence, the low bg was due to too much activity. Milk, candy, and protein, along with carbohydrates were consumed to treat the lows. Recommendation was made to consult with health care provider regarding diabetes management.